Event description:
Material: 305181, lot: 3236135. It was reported by customer that 1 bx of product which received, found to be incorrect product inside. Verbatim: rcc received a complaint via email. Email(s) attached. Injuries or adverse event: no. Medline reference #: (B)(4). Item: 305181, quantity affected: 1 cs, serial/lot number: (B)(6), po #: (B)(4). Are any samples available for return? Yes. Reported issue per customer: today we received 1 bx of product #b-d305181 on po#0261501, line 1. The reference number on the outer box is correct, but inside is the incorrect product. Inside the box is product ##b-d305180.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported the incorrect product was inside the box. To aid in the investigation, one case box with ten shelf boxes and two photos were provided for evaluation by our quality team. The case box label has 305181 in the fixed graphics; however, the variable data and barcodes had material 305180, lot 3236135. The shelf boxes and individual packaging blisters are labeled as material 305180, lot 3236135. The two photos provided show the samples received. A device history record review was completed for provided material number 305180, lot 3236135. The review revealed there was this issue identified during the production of this lot. There was a related quality notification. After the issue was identified, one hundred twenty cases were reprocessed and relabeled. It could be possible the case the customer received was missed when the products were separated and reprocessed. All processes and final inspections complied with specification requirements. The samples will be shown to associates for awareness. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received: material: 305181, lot: 3236135. It was reported by customer that 1 bx of product which received, found to be incorrect product inside. Verbatim: rcc received a complaint via email. Email(s) attached. Injuries or adverse event: no. Medline reference #: (B)(4). Item: 305181, quantity affected: 1 cs, serial/lot number: (B)(6), po #: (B)(4). Are any samples available for return? Yes. Reported issue per customer: today we received 1 bx of product #b-d305181 on po (B)(4), line 1. The reference number on the outer box is correct, but inside is the incorrect product. Inside the box is product ##b-d305180.

Manufacturer narrative:
Follow up MDR for correction. Following the submission of the initial MDR, it was noted that the incorrect material, batch, UDI, expiration date and manufacturing date were reported. Section b has been updated with the corrected information.

Event description:
No additional information.